Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the pulse generator exhibited far r-wave oversensing, causing mode switch. No adverse events were reported and the pulse generator remained implanted.